Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found because of the wear of the angle wire, the bending angle in the up direction does not meet the standard value. Additionally, there is a pinhole on the bending section cover, leading to a loss of water tightness. The adhesive on the bending section cover/insertion part has a chip, the insertion pipe hard tube shows discoloration, and there is breakage due to physical stress on switch 1, resulting in a cut. Furthermore, both the video connector case has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye laparo-thoraco videoscope had a defective bending rubber. The device was returned for evaluation. During the device evaluation, the adhesive was peeled off on the objective lens tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, the malfunction was due to stress from use, external factors, or handling. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection. Olympus will continue to monitor field performance for this device.